Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device had worked great; it was 99% effective. Then on (B)(6) 2021, they had their hip replaced and since then, the urine just pours out before they get to the bathroom. If they stood up, it would just come out, or they would wake up feeling themselves peeing. They did not have an appointment until august, but they could not wait that long. They thought they were on 1.9 volts and they increased it to 2.2 volts maybe (B)(6) 2021. They noted they did shut off the stimulation for the surgery. The stimulator was on the opposite side of the hip they replaced. The patient's current settings were checked and they were on program 5 at 2.2 volts. They increased the stimulation to 2.6 volts on the call and were advised to monitor their symptoms for a couple of days and see if their symptoms were better. The patient also said they had a call into their doctor, so they were also advised to follow up with the doctor to see what they recommended. It was reviewed how to switch programs.